Event description:
Additional information received reported the patient is ¿very positional¿ and might be the cause of the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported while the patient was charging their device, the stimulation is turning on and off. It was noted this only occurs when the patient is charging. It was reported the manufacturer representative has performed several impedance checks and all are within normal limits. It was further reported the patient is ¿sensitive with stimulation¿.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).